Event description:
It was reported the patient experienced pain in right hip. Exchanged head and liner for a eccentric liner and 32 + 12 head.

Manufacturer narrative:
An event regarding pain involving an mdm liner was not confirmed. The returned device was unremarkable. A mar was completed and concluded "the devices returned contained biological material on the mdm articulating surface, the distal rim of the mdm insert, and v40 head taper. No materials or manufacturing defects were observed on the devices examined. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further relevant information becomes available, this investigation will be re-opened.

Event description:
It was reported the patient experienced pain in right hip. Exchanged head and liner for a eccentric liner and 32 + 12 head.

Manufacturer narrative:
Additional devices noted in this report are an unknown mdm e metal shell and an unknown v40 +4 28mm head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.